Event description:
The complainant stated when the brake is set the caster will not roll but will continue to rotate around.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.